Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer successfully reset the pump before contacting support, and there was no recurrence of the malfunction code. Technical support advised the customer to continue using the pump and to call back if the malfunction recurs, which the caller acknowledged and understood.